Manufacturer narrative:
The device was repaired in the field. The equipment was tested prior to the research, operating for an entire shift in accordance with the programming and parameterized time. In conclusion, the equipment was incorrectly programmed using the flow and time parameters, not taking into account the resulting variation, which far exceeded the physical variation. The probable cause is damaged pressure sensor.

Event description:
The event involved a plum a+ and it was reported that initially, at 01:00 pm, an infusion of 100ml was carried out in 30 minutes at a rate of 200ml-h, with no issues. However, around 02:15 pm, a new infusion was programmed to administer 1000ml at a rate of 42ml-h, with a projected completion time of 24 hours. However, the infusion was completed in only 2 hours, representing a failure in the infusion process. There was no patient harm.

Manufacturer narrative:
ICU medical has requested that the device be returned for evaluation. E1 - initial reporter phone: (B)(6).